Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 193 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 61 mg/dl. The consumer experienced a hypoglycemic event requiring emergent food intake to help raise the consumer blood sugar level. The consumer admitted to continuing to use test strips determined to be out of control solution range. When the test strips could be tested for integrity, they fell out of range on the high side indicating that they had been compromised in the some way. The test strips and meter will be returned for evaluation.